Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the delivery wire of the concomitant enterprise stent remained inside the microcatheter. The microcatheter was visually inspected and as noted in the photo included in the complaint, the distal portion was found flattened from 1cm to 4cm from the distal end. The microcatheter was flushed in attempt to remove the enterprise delivery wire; however, strong resistance was felt. The microcatheter was dissected at the flattened portion. Dried clots and residues of dried blood were found in the inner lumen. The inner diameter (ID) and outer diameter (od) of the prowler select plus microcatheter were confirmed to be within specifications. The issue reported regarding the microcatheter being obstructed was confirmed due to the findings documented above. The clots found inside the microcatheter suggest that an adequate flush was not maintained. According to the risk documentation, a continuous flush not maintained is a potential failure mode that can cause air in system or stagnant blood. Also, insufficient flushing is a potential failure mode that can compromise the performance of the therapeutic device. With the information available and the evidence obtained from the returned device, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The flattened condition found is suspected to be the result of the rotating hemostasis valve (rhv) being overtightened during microcatheter removal and this condition is not considered related to the reported issue. A review of manufacturing documentation associated with this lot (31024383) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following precaution: if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00913 and 3008114965-2023-00914. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 02-jan-2024. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00913 and 3008114965-2023-00914. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier and date of birth were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: one photo was included in the complaint. The delivery wire of the enterprise system appeared undamaged and is observed inside the prowler select plus microcatheter. The stent component is presumably stuck inside the microcatheter and cannot be observed. The distal aspect of the microcatheter is flattened, possibly due to overtightening of the rotating hemostasis valve (rhv) during microcatheter removal. The issue reported that the stent could not pass through the microcatheter cannot be evaluated based on the photo; the damage observed on the microcatheter was not originally reported, the microcatheter was reported to have no kinks or other visible damages during its use that could have contributed to the issue encountered. Further inspection and testing will be conducted once the complaint devices are returned to the laboratory. A review of manufacturing documentation associated with this lot (31024383) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00913 and 3008114965-2023-00914. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, the devices were flushed and inspected. The 150cm x 5cm prowler select plus microcatheter (606s255x / 31024383) was placed in the target site and the 4mm x 23mm enterprise 2 stent (encr402312 / 8028668) was delivered to the microcatheter. The stent was impeded in the distal end of the microcatheter and could not pass through the microcatheter. The physician tried to withdraw the stent, but it was stuck in the microcatheter and could not be retracted. The physician removed both devices from the patient¿s anatomy and switched to new devices to complete the procedure. There was no report of any negative patient impact. A photo of the devices was included in the complaint. Additional information was received on 07-dec-2023. Per the information, the procedure was a middle cerebral artery (mca) angioplasty in a 69-year-old female patient with no medical history. When the stent was removed from the patient, it was still on the delivery wire. There was no damage observed on the stent / stent delivery system. A continuous flush had been maintained through the microcatheter. There were no visible kinks nor other damages observed on the microcatheter. Nothing unusual was noted about the system prior to use. The replacement stent was another 4mm x 23mm enterprise 2 stent (encr402312). The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact. There was no clinically significant delay in the procedure as a result of the reported issue.